Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation - additional information: type of follow up - device evaluation: device evaluated by manufacturer- additional information: codes updated. The axium coil was returned for evaluation and the clinical observation was confirmed. As received the implant coil was in good condition and still attached to pushwire with only two of the actuator crimps outside of the coupler tube. The proximal tip appeared jammed into the coupler tube. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The instant detacher was not returned for investigation; therefore, any contributing factors from the instant detacher could not be assessed.. All other subassemblies appeared normal and no other anomalies were observed. During evaluation, the implant coil was not successfully detached after 3 attempts with in-house instant detacher. There was difficulty was encountered pulling back the release wire, and the implant coil did not detach by the manual method (via hypotube). The implant coil successfully detached when the outer jacket was removed and the coin was pulled back from the lumen stop without difficulty. It is likely that the proximal end of the pushwire jammed in the hypotube led to the difficulty during the detachment attempt with the instant detacher. The jammed condition of the proximal pushwire tip prohibited the instant detacher from breaking the tack weld replacement (twr) crimps. Although the customer reported they attempted to detach the implant coil by the manual method of detachment (via hypotube), the pushwire was found to be intact. Although the coil would not detach via the manual method of detachment when attempted during evaluation. The cause for the difficulty during the manual detachment attempt (via hypotube) during testing could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. *per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): "if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher)." Also, "in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured middle cerebral artery bifurcation saccular aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that physician tired five times with instant detacher and one time with manual method to detach the coil but failed. No patient injury was reported.